Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. Follow-up findings: pfn was sent to allergan with access port. Event description states: "port explant." The patient was replaced with an aps lap-band system. Further findings state, "explanted due to dilated concentric pouch, esophagram was done, the problem first observed when patient came in for epigastric pain, location was band.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. The band associated with this complaint was not returned for evaluation. Allergan has received the product, however, the analysis has not been completed at this time. Pouch dilation and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter of the complaint was asked to indicate the product serial number. The information has not yet been received by allergan. Device labeling addresses the reported event of pouch dilatation and pain as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."